Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, upon interrogation, the left ventricular (lv) lead exhibited loss of capture. The lv lead was not used and replaced during the procedure. The patient's status was unknown.

Event description:
Additional information received indicated that the loss of capture was due to the patient's anatomy. The patient was stable throughout.